Manufacturer narrative:
Unit had cracked and bleeding lcd glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose was 105 mg/dl. The customer states the screen was scratched and not readable. The insulin pump will be returned for analysis.